Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis of the product was performed. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. Pump rewinds properly. The motor slide goes forward and back properly during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The thump and carelink software were utilized and downloaded trace/history files properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2026 and (B)(6) 2026, listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the (related svn#: (B)(4)) event date of (B)(6) 2026, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2026, at 23:25:01.000 and (B)(6) 2026, from 15:44:00.000 until 15:58:00.000 during bolus/basal deliveries. Also, found pump error 37 alarm on (B)(6) 2026 at 07:31:55.000. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found corroded motor home switch and slight moisture damage on the pcba 1. Force sensor zero offset within specification (23.1 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Pump error 37 alarm found in the pump history due to corroded motor home switch. Unable to verify customer alleged for high bgs. Customer alleged for no delivery alarm/insulin flow blocked alarm and rewind process/pistol (motor slide) is not going down or up was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported piston was not moving. The customer reported blood glucose value was 357 mg/l. The event involved product(s) mmt-1884. Troubleshooting was not performed. It was unknown that the customer was using the pump for 48 hour before the reported event and it was unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.